Manufacturer narrative:
A portion of the lead was returned for analysis. Upon receipt, the lead under complaint was found cut 21cm distal to the is-1 connector pin. The proximal fragment including the yoke and connector pins was received for analysis. The distal fragment including the lead tip and shock coils was not returned. The performance of the lead fragments was scrutinized. The analysis revealed 19cm distal to the is-1 connector pin that the insulation was found abraded through, which is assumed to be the root cause of the reported oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices.

Event description:
This rv lead was capped and replaced due to noise. No adverse patient events were reported. Should additional information be received, this file will be updated.